Event description:
Same case as MFR#: 2134265-2009-03400. It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician requested liberte bare metal stents; however, two taxus liberte stents (sizes 4.0x32mm and 4.0x20mm) were pulled and opened. At that point, the physician opted to implant those devices, but had intended upon bare metal stent due to the patient requiring an upcoming back surgery that would now have to be postponed. The patient was prescribed antiplatelet therapy. No reported patient complications. Additional information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.